Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information related to a dreamstation CPAP. The device was returned to a third party service center. The service technician evaluated the device and found that the device does not turn on. The service technician reports that the power connector is corroded and the device has dust and dirt contamination. There is no allegation of serious injury or patient harm. No medical intervention reported.

Manufacturer narrative:
The manufacturer received information related to a dreamstation CPAP. The device was returned to a third party service center. The service technician evaluated the device and found that the device does not turn on. The service technician reports that the power connector is corroded and the device has dust and dirt contamination. There is no allegation of serious injury or patient harm. No medical intervention reported. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.